Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received confirming that the event date was 10aug2022. Additionally, the customer noted that the overall result of the event was that the patient could not have the examination that day. Instead, the patient was sent back to his room and returned the following day for the rescheduled procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The cause of the defect, "no image appears when connecting an old laryngoscope and enf-vq¿, was not identified because the product was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he was unable to obtain an image with his olympus video system center. According to the initial reporter, the image would not show for three different enf-vqs scopes but would appear when used with the enf: v3, vh, and vt3. Reportedly, this event took place during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.